Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
The patient's endocrinologist thinks that the insulin is not being delivered correctly. States that patient has presented hyperglycemia.